Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss/suture retrieval issue was confirmed. In addition, analysis found two anterior cuff tabs were detached and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device with a 6f sheath after an percutaneous peripheral intervention (ppi) interventional procedure in the left external iliac artery. Reportedly, when the plunger was retracted no suture was present at the needle. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was provided. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report the following updated information was received: the arteriotomy closure was of a common femoral artery. Hemostasis was achieved using manual arterial compression. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.